Event description:
Information was received from a patient representative (rep) regarding a patient receiving dilaudid (hydromorphone) via implantable pump. The indication use was non-malignant pain. It was reported that for over a month, the patient has been having issues with the pump, and something is 'out of wack' and they need tech support. The patient stated that the pump was telling the patient to give a second dose an hour later and the patient ended up in the hospital the day before yesterday because they were sleeping all day. They believe the pump was telling them to take doses one after another and then the next bolus is 10 hours later. The patient mentioned that the pump used to be in certain intervals like every 6 hours or every 4 hours, but now it's all over the place. The agent walked the patient through checking therapy details on the handset, while connecting to the pump. The patient saw no pump response. The patient stated that this happens all the time, but they move the communicator a hair and that resolves the issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address pump programming and medical concerns.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that the patient hospitalization and symptoms were not related to the pump, therapy or procedure. This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe"